Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 234 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump had unresponsive act button due to corroded keypad traces. No unexpected button error alarms noted. No further tests could be conducted due to unresponsive keypad. The insulin pump was received with cracked liquid crystal display window, cracked case at window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.